Event description:
The company received a report where it was claimed that the tube developed a leak near the cuff and shaft of the tube. The caller reported that the tube was installed on (B)(6) 2012 and the reported defect occurred a few days after pt use. The caller reported that non routine extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.